Event description:
It was reported that the left ventricular (lv) lead was surgically abandoned due to high, out-of-range pace impedance measurements of greater than 2000 ohms. There was also reported physical damage to the lead body. Also, the right ventricular (rv) lead was replaced due to insulation damage that occurred during lasering, causing pace impedance values of greater than 2500 ohms and intermittent capture. The device was replaced for normal battery depletion. No additional adverse patient effects were reported.